Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 60 mg/dl. The customer alleged that the pump was not delivering insulin properly. System check with tandem technical support indicated that the pump and related supplies were functioning as intended. Customer administered a glucagon injection prior to the emergency room visit to address bg, and was treated with intravenous fluids of saline while in the emergency room. Customer was released from the emergency room on (B)(6) 2022 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.